Manufacturer narrative:
The field service engineer replaced the internal standard valve, diluent valve, degasser, and all tubings. He performed calibration and qc, which were all acceptable. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer decontaminated the analyzer and replaced the sample probe, seals, ise assembly, vacuum and sipper nozzle, and all reagents. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module. Sample 1 initial sodium result was 163 mmol/l, and the repeat result was 153 mmol/l. Sample 2 initial sodium result was 149 mmol/l, and the repeat result was 161 mmol/l. Sample 3 initial sodium result was 147 mmol/l, and the repeat result was 153 mmol/l.